Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician pre-dilated the unspecified target lesion then advanced the 3.00x16mm promus element stent delivery system and was unable to cross the lesion. The device was removed and it was noted that stent damage had occurred. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).